Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure a left ventricular lead was unable to be implanted for an unknown reason. Lead was not replaced. No patient symptoms were reported. Patient was stable after the event.